Event description:
It was reported that on (B)(6) 2025, the c-arm on a 3dimensions device continued to move, without command, after the switch was released. A field engineer was dispatched to assess the equipment and determine that the switche would stick in one direction, causing uncommanded c-arm movement. The field engineer made the necessary adjustments to resolve the issue and confirmed that the device is now working in accordance with manufacturer specifications. No patient or user injury was reported.